Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2025 two zta devices - a zta-p-30-155-w1 and a zta-p-28-155-w1 - were implanted in a patient with type b dissection. On an unknown date between (B)(6) 2025 and (B)(6) 2025 the patient developed a retrograde dissection in relation to zta-p-30-155-w1, necessitating a total aortic arch replacement. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: per the imaging review it is confirmed that 2 devices are placed in a patient for a type b dissection and after the procedure a retrograde aortic dissection extending from the proximal portion of the proximal stent of the zta-p-30-155-w1 to the aortic valve is seen. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity there is evidence to suggest that user did not follow the instructions for use and/or label, as the user reported that the zta was used in a patient with dissection. Per the IFU the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The event is assessed to have occurred due to the use of the device in a patient with dissection with the subsequent anatomical and disease related limitations. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: 09jan2025: tevar for entry closure for type b dissection was performed and zta-p-28-155-w1 and zta-p-30-155-w1 were placed. No particular problems with the access route, etc. Zenith alpha thoracic was used for aortic dissection. It was used in this case because of the high flexibility of the delivery system and stent graft. Date unknown: retrograde aortic dissection (rtad) occurred from zta-p-30-155-w1. Patient outcome: tar (total aortic replacement).